Event description:
It was reported that the foot peddle¿s coblation setting regulator isn¿t working. The plasma is very weak and does not cut the tissue effectively. There is a lot of charring, intermittently coagulation blue light also is seen, coagulation does not work at all, hazard light comes up. Extra bleeding was presented.

Manufacturer narrative:
The device, intended for use in treatment, was not returned for evaluation. We cannot determine if there is a relationship between the device and the incident because the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. Based off the description of the complaint, there are several factors that could contribute to the reported event such as the foot control connector becoming disconnected from the controller display, an issue with the controller's connector port or a failure with the foot control. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.